Manufacturer narrative:
The reported event cannot be confirmed or analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was replaced due to the patient experiencing discomfort at the ipg site due to the size of the device. Follow up information identified the discomfort resolved with the smaller replacement ipg.